Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and then it did not recognize the battery and shut off. Blood glucose value was 92 mg/dl. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. The customer went to the endocrinologist and was downloading the information. During troubleshooting it was found that the customer received a motor communication error alarm and an off no power alarm. The customer stated the insulin pump was not dropped and the battery cap was not loose or damaged. The insulin pump was stuck in an error loop and troubleshooting could not be completed. Blood glucose value was 148 mg/dl. The customer had discontinued the use of the device and reverted to manual injections. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.